Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4) this was a case of a 29mm sapien 3 valve by transfemoral approach in aortic position. The valve was successfully implanted. Post procedure, the esheath showed slight signs of wear and tear when removed. The esheath had no impact on the outcome of the implantation. There were no complications. The patient was in good condition. Pre-decontamination evaluation of the returned device showed a piece of the sheath distal tip missing, and the tip appeared cut. Through follow up with the customer, it was confirmed that the tip was not cut, and nothing remained in the patient.

Manufacturer narrative:
The device was visually inspected, and the following was observed: the shaft was slightly curved; liner was fully expanded. A portion of the tip was missing from distal end of shaft. Some stretching was noted along distal edge of liner and along the hdpe and ldpe soft tip transitions. The slant score line was present. Scratches were noted along the shaft. The separated portion of the tip was not returned. The complaints for sheath distal tip damage and system component separation during use were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. This event reports a damaged and separated distal tip observed after removal from the patient that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Per the complaint description, "post procedure, the esheath showed slight signs of wear and tear when removed". Per evaluation of the returned device, the sheath distal tip was observed to be damaged and separated with the separated portion not returned. The patient's vessels were reported to have calcification and tortuosity present. Such patient factors can interact with the sheath tip and weaken the material, causing damage. Further damage and separation of the distal tip could have occurred with excessive manipulation if it was applied during the procedure. However, no procedural imagery was provided; therefore, the degree at which the distal tip was damaged including the juncture of the procedure at which the distal tip separated from the shaft is unknown at this time. Therefore, as insufficient information was provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.